Event description:
Customer reported via phone call of not being able to rewind due to pistons not responding. Customer's blood glucose was 488 mg/dl. Insulin pump passed displacement test self-test. Customer received assistance in programming new insulin pump.

Manufacturer narrative:
Unit powered up properly after battery installation. Rewind functioned properly during testing. The motor sleeve retracted properly during rewind operation. No rewind anomaly noted. Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.